Manufacturer narrative:
Internal complaint reference: case-(B)(4). Lu gang, chen pingbo, & lu fangfa. (2009). Features of intramedullary nail intertan for intertrochanteric fractures: retrospective analysis of 19 cases. Chinese journal of tissue engineering research and clinical rehabilitation, 13(26), 5162-5166. Doi: 10.3969/j.issn.1673-8225.2009.26.037.

Event description:
It was reported that on literature review "features of intramedullary nail intertan for intertrochanteric fractures: retrospective analysis of 19 cases", one (1) patient who initially underwent primary implantation with an intertan nail to treat a falling-caused intertrochanteric fracture experienced a deep vein thrombosis within a postoperative period of 6.2 months. Any measures taken to resolve this adverse event are unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.